Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The hv cable connections to the x-ray tue were evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system exhibited an ma sensor failure error during a pt procedure. This event may have resulted in an aro (accidental radiation occurrence). No pt death or serious injury was reported related to this event.